Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the coil, introducer sheath and pusher wire were returned for analysis. The introducer sheath was inspected and no defect was noted, however blood was present. The twist lock of the introducer sheath had been open. The pusher wire was inspected and found to be kinked along the proximal end. The coil was inspected and found to be stretched along the full body. Microscopic inspection was done. No damage noted on the interlocking arm of the pusher wire, zap tip of the coil and interlocking arm of the coil. The dimensions that could be measured were found to be in specification. The number of fiber bundles recorded during product analysis was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis competed on 27-sep-2016. It was reported that resistance in insertion and pusher wire kink occurred. The target lesion was located in the splenic artery. A 8mmx20cm interlock was selected to be used. During the procedure, resistance was noted when inserting the coil into the catheter. The delivery wire came into contact with the hub part of the catheter and it could not move at all. When the coil was removed, the wire was found to have kinked. The procedure was completed with another of the same device. No patient complications reported and patient condition was good. However, device analysis revealed the number of fiber bundles were below the assigned specification.